Manufacturer narrative:
510k: this report is for an unknown peek implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hanasono mh, goel n, demonte f (2009), calvarial reconstruction with polyetheretherketone implants, annals of plastic surgery, volume 62, number 6, page 653-655, (USA). This study reports an initial clinical experience in 6 patients in which computer designed, prefabricated polyetheretherketone (peek) implants were used for calvarial reconstruction. Between july 2006 and december 2007, 6 patients who underwent delayed calvarial reconstruction after wound infections were included in the study. In each case, the patient had developed an infection of their cranial bone flap requiring debridement, removal of the bone flap, and treatment with intravenous antibiotics. All patients were implanted with an unknown synthes peek optima-lt patient specific implant as an alloplastic calvarial replacement. Complications were reported as follows: patient 2, a (B)(6) year-old female had a calvarial reconstruction that was complicated by drainage from her incisions 1 month after surgery in the region in which her scalp had been closed primarily. Two attempts at reclosure were unsuccessful. A cerebrospinal fluid (csf) leak was diagnosed after collection of the draining fluid and testing for beta-2 transferrin. Lumbar drainage failed to stop the leakage and the patient underwent removal of the peek implant and a csf leak from an area of highly attenuated dura was identified. A dural repair was performed and the peek implant was replaced. Due to concern for recurrent wound dehiscence after closure under tension with edematous scalp flaps, a second latissimus dorsi muscle free flap was performed and used to completely cover the peek implant. Scalp flaps were then overlaid on top of the muscle flap and any exposed muscle was covered with split-thickness skin grafts. No further csf leakage occurred and no infections of the implant have been observed after 10 months of follow-up. This report is for the unknown synthes peek optima-lt patient specific implant. This is report 1 of 1 for (B)(4).